Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that the flow sensor assembly was replaced, which resolved the reported issue. The ventilator was subsequently tested and returned to service. The customer performed testing using a test set and test lung, and the respiratory department verified that the device met their specifications. The defective flow sensor assembly was disposed of in accordance with electronic waste procedures.

Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating a ¿low leak co2 rebreathing risk¿ alarm. The device was being used to develop a respiratory assist treatment plan when the issue was identified. The unit was removed from service; no patient or user impact was reported. The software version was 2.00 the customer evaluated the device with assistance from a remote service engineer (rse), and the reported issue was confirmed. Remote diagnostics identified an average airflow reading of -81 slpm, indicating a suspected flow sensor malfunction. Replacement of the flow sensor assembly was recommended. The device did not meet specifications for the service performed and was not returned to use. The customer will order the replacement part and complete the repair. Resolution and disposition are pending; investigation ongoing.